Event description:
It was reported that the pt had an overdose. As a result, the pt experienced altered mental status. The pt went to the emergency room because of the symptoms. The pt was given narcan and her symptoms improved. The pt had a refill done "recently." The drug in the pump at the time of the event was not known. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).